Event description:
Customer reported a battery issue with their meter, the meter would not turn on and as a result they stated they experienced symptoms of shakes, headaches, hallucinating, excess sleep and reportedly lost consciousness. Paramedics were called, however, the customer stated "no treatment was provided by ems." No self treatment and no diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation, and a final report will be submitted when the investigation is complete.